Event description:
It was reported that when the patient presented in the emergency room, no capture and out of range low pacing lead impedance on atrial and ventricular lead was observed. The hv lead impedance was also noted to be low and out of range on rv lead. Patient was not pacer dependent and did not experience any adverse consequences due to these issues. Device was noted to reach end of life. Premature battery depletion was noted. Device was explanted and replaced. The electrical issues were resolved by device replacement and chronic leads were connected to the new device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.